Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during tympanoplasty procedure, stimulus sounds were heard even when stimulating hair and temporal bones, which were not clearly facial nerves. The issue was not resolved in that case. However, the event occurred once every 5 times. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the nim console had missing knob. The console was received with software rev:1.1.1 installed. Failed usb-c port on pmb. Replaced pmb and knob and updated software to v. 1.5.4. H6: previously applied codes fdm b21, fdr c21, fdc d16 are no longer applicable. Additional codes: previously applied code img g02030 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial: (B)(6), lot: 221224863. H3 for concomitant product: product analysis of the patient interface found that there was no fault in the device. The item was received with software rev: 1.1.1 installed and was updated to the current software rev:1.5.4. H6: concomitant product code: fdm b01, fdr c1003, fdc d20 and img g02008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.